Event description:
Reference MDR #1036844-2011-00274 for the first event involving the same pt. It was reported that the md opened this second kit to finish the procedure. However, after the new catheter was placed in the pt¿s subclavian, he was unable to withdraw the spring wire guide (swg) from the catheter. As a result, both the swg and catheter were removed together. A third kit was opened and successfully used to complete the procedure.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one 3-lumen catheter marked ag+ 7fr x 20 cm on the hub was returned for analysis. A swg was protruding from the distal end of the catheter. Since kit aw-04435 contains a swg but not a catheter, it appeared the returned catheter belonged to kit cs-25703-e. Approximately 25.5 cm of the swg was protruding from the distal end of the catheter. Centimeter markings were visible on the swg. No core wire was visible inside the coil wire of the swg. No portion of the swg was visible in the distal extension line. It appeared the core wire and possibly some of the coil wire were removed through the proximal end of the catheter and not returned. The swg was stuck in the catheter and could not be removed without damaging the wire. The coils at the distal end of the swg were expanded for exam of the weld. This revealed the core wire had separated adjacent to the distal weld. The outside diameter (od) was measured and met the od specification for a nominal .035 in. Swg; however, the catheter from kit cs-25703-e is supplied with and intended for use with a .032 in. Swg. The instruction booklet included with kit aw-04435 describes suggested techniques to minimize the likelihood of swg damage during use. It states that if resistance is encountered when attempting to remove the swg after catheter placement, the swg may be kinked about the tip of the catheter within the vessel. In this case, it is recommended to withdraw the catheter relative to the swg about 2-3 cm and then attempt to remove the swg. The instructions caution that the use of excessive force during removal could damage or break the swg. A device history record review was performed on the swg with no relevant findings. The report of difficulty withdrawing the swg from the catheter was confirmed through exam of the returned sample. The swg was stuck in the catheter and it was also unraveled with a portion of the proximal end missing. However, the returned catheter is intended for use with a .032 in. Swg and a .035 in. Swg was lodged in the catheter. Based on these circumstances, the potential cause of this issue is incorrect user technique. A customer in-service has been initiated for this issue.